Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. Troubleshooting was performed. Ran a displacement and fixed prime test and they passed. The customer stated that the insulin alarmed more than once. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The motor passed the test.